Manufacturer narrative:
Submit date: 12/26/17. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the team has found our surgical markers to be bleeding and leaving a jagged line for the incision placement.

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. This product was not being used for treatment or diagnosis. A root cause analysis could not identify a root cause. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.